Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. She had her husband check her site and he noticed the cannula was out of her skin and was also bent. The pod was discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.